Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 29-aug-2023. H.6. Investigation summary: catalog number: 367979. Batch number: 3153018. Two customer samples and three customer photos were received for review and analysis. After review and analysis of the customer photos, additive rundown can be seen in both tubes. Additionally, 2 customer samples were subjected to a visual inspection for additive abnormality. 2 of 2 failed. The device history record was reviewed with no issues being identified. There were no quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for additive abnormality based on the photos provided and testing of the customer returned samples. Bd was unable to determine root cause. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had abnormal spray coat in the tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "silica's dot of spray coat is too big.".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had abnormal spray coat in the tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "silica's dot of spray coat is too big."